Event description:
(B)(4). The dentist reported 9 months after the dental implant was installed in intraoral region #13 it was verified its non osseointegration. Twenty-five ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).